Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push forward until reaching the zero mark during use. The following information was provided by the initial reporter, translated from chinese to english: "during using, it was found that the plunger can't push forward before the plunger is pushed to zero mark."

Manufacturer narrative:
Investigation summary: one sample was received by our quality team for investigation. Upon visual inspection, the syringe has tip cap, plunger rod-rubber stopper, solution at 4ml. The barrel label confirms the lot# 8046825. Additional testing on the plunger movement was performed and verified the plunger movement difficulty. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality teams investigation and testing, the root cause for this incident could possibly be related to not enough silicone. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush normal saline syringe plunger was difficult to push forward until reaching the zero mark during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during using, it was found that the plunger can't push forward before the plunger is pushed to zero mark."